Event description:
It was reported to boston scientific corporation that a cervical leak had occurred during a hydrothermal ablation procedure using a hydrothermal procedure set device (adult female patient; age and weight are unknown). According to the complainant, due to difficulty remedying the situation, the procedure was restarted. Reportedly, although the leak was corrected, due to a suspected clog in the tubing, no fluid circulation was occurring. The procedure was aborted. No patient burns or complications occurred during this procedure. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.